Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was malfunctioning. Caller claims that the insulin pump delivered eight units of insulin that the customer did not program, resulting in a low blood glucose. Nothing further was reported.